Event description:
The device was use during a thoracoscopy procedure. Reportedly, the anvil disengaged. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.